Event description:
I'm forwarding information regarding placement of repliform mesh in my body for bladder-repair surgery. Since that surgery in (B)(6) 2007, I've had several cauterizations for "granulated tissue" and still have persistent bladder infections, incontinence, urgency, and light bleeding problems, in addition to bleeding after intercourse, thus having to wear sanitary pads or panty liners for over 4 years. Ever since this mesh was placed in my body, I've had swollen wrists and bleeding/blistering gums. This indicates to me, that the human body is rejecting this foreign material and causing serious health problems for me and thousands of other women caught up in the lies and deceptions of these products being used by doctors who know about these complications. My gynecologist, dr. (B)(6), didn't even inform me that he was using this mesh in my body, even after telling him that I had a serious health issue over the silicone, breast implants after a mastectomy. I told him that I tested positive for lupus. I did not know he did this to me unsuspectingly, until I requested my records be sent to a law firm over two years ago. It seems a total lack of concern or care by the FDA that so many women have had these complications, and yet, you have not recalled these mesh devices. Warnings don't stop money-makers such as these products, which has been put ahead of womens' health and safety, and perhaps their lives. I was actively pursuing a lawsuit until the firm discovered that the repliform mesh was not covered under their guidelines, for what reason, I don't know. I know that boston scientific has discontinued using some of their products because of serious health issues and side effects. What will it take to make the FDA aware that allowing doctors to use these materials will continue to endanger thousands more women? I'm shocked, angered, and very disappointed in a health group supposedly out to protect human beings from being harmed by certain products, haven't acted sooner to stop the use of transvaginal mesh products.